Manufacturer narrative:
Investigation: customer returned (1) used 31g x 8mm bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was examined, and it was observed that the patient end (pe) cannula was broken. No manufacturing defects were observed on the returned sample. As the sample was returned after use, and no manufacturing defects were observed, the likely cause of the broken pe cannula is user error during use of the pen needle. The broken pe cannula would be the cause of the needle clog (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced difficult operation or not working/functioning. It is not specified whether the defect was noticed before, during, or after use. The following information was provided by the initial reporter: material no: 320109 batch no: 7262583 event description per packing list states, "needle blocked."

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced difficult operation or not working/functioning. It is not specified whether the defect was noticed before, during, or after use. The following information was provided by the initial reporter: material no: 320109 batch no: 7262583 event description per packing list states, "needle blocked."

Manufacturer narrative:
The following field has been updated due to corrected information: date received by manufacturer: 06/28/2019.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced difficult operation or not working/functioning. It is not specified whether the defect was noticed before, during, or after use. The following information was provided by the initial reporter: material no: 320109 batch no: 7262583. Event description per packing list states, "needle blocked."